Manufacturer narrative:
The unit had a cracked and bleeding lcd glass. There was no cosmetic damage on the case. (B)(4)

Event description:
The customer called in to report that the insulin pump had a cracked display and the display was difficult to read because it was dropped. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.